Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced right diaphragmatic stimulation and presented in clinic. Upon interrogation, it was noted that the atrial lead exhibited loss of capture and loss of sensing. The physician suspected lead dislodgement. Programming changes were made to deactivate the lead. The patient was in stable condition.